Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that an hour into a thyroidectomy, a portion of the device insulation peeled off and fell into the pt cavity. The material was retrieved and there was no pt injury. Another device was opened and the customer experienced the same issue. The other device can be found on MFR report # 1717344-2010-00118.